Event description:
Complainant alleged that during incoming inspection, the device displayed "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.